Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post-operative a left achilles tendon repair, the sutures used in the repair failed to dissolve resulting in a post-operative infection that required intervention from our wound center department as well as antibiotic therapy.